Manufacturer narrative:
Image review: a pre-implant patient executive summary was not provided; therefore, a comprehensive pre-procedural anatomical assessment could not be done. Available documentation indicates the patient had heavily calcified femoral arteries and that the minimum diameter of the access vessel was 6.0 mm. One fluoroscopic image and two media files were submitted for evaluation. Based on the information provided, difficulty advancing the delivery catheter system was encountered despite the use of intravascular lithotripsy and sequential arterial dilation, resulting in a reported peripheral vessel perforation. It was further reported that angioplasty followed by peripheral stent implantation was required to manage the complication. Images depicting the catheter advancement attempt were not provided for review; therefore, a comprehensive analysis could not be completed. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an attempted transcatheter aortic valve procedure using the evolut fx delivery system, the delivery system was unable to be tracked through the patient¿s femoral artery despite use of shockwave and sequential arterial dilation. The patient experienced a femoral artery injury that required ballooning of the femoral arteries and placement of two covered stents, and the patient received a transfusion of 2 units of blood. The valve was not implanted.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34 (lot: 0012544083); product type: 0195-heart valves. Product ID evfxplus-34 (serial: (B)(6)); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an attempted transcatheter aortic valve procedure using the evolut fx delivery catheter system (dcs), the dcs was unable to be tracked through the patient¿s femoral artery despite use of shockwave and sequential arterial dilation. The patient experienced a femoral artery injury that required ballooning of the femoral arteries and placement of two covered stents, and the patient received a transfusion of 2 units of blood. The valve was not implanted. Additional information was received that right femoral artery access was used for the dcs and the minimum diameter of the access vessel was 6.0 mm. The injury occurred when advancing the dcs through the right femoral artery due to trauma causing a hematoma and perforation. Per the physician, the cause of the injury was trauma to the femoral artery which was possibly caused by the dcs. The patient had bilateral iliac and common femoral stents and heavily calcified femoral arteries which contributed to the injury.